Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a lesion with 80 percent stenosis degree in the om1. The device was used with buddy wire and second balloon. Pre-dilatation was performed, stent prepped to neutral and delivered on guidewire, no resistance was felt during deliver of the orsiro stent system. The stent balloon was inflated at lesion, but the stent was not visible post inflation. Then it was observed that the stent was sitting proximal to the lesion on the balloon catheter shaft. The stent delivery system along with the stent on the catheter shaft were then removed carefully through the guiding catheter. The stent remained intact on the delivery system. Another orsiro of same size was used to complete the intervention with no problems.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation revealed that the balloon has been inflated and was deflated in as-returned state. In the as-returned state, the stent was displaced on the balloon by about 12 mm in proximal direction. The stent is severely deformed in its distal portion, i.e. Several struts are bent. Stent imprints on the exposed balloon surface indicate that the stent was properly crimped in between the two radiopaque markers at the time of delivery. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested by means of manufacturing process output monitoring. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.